Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. The malfunction did not recur after the reset, and the customer was advised to continue using the pump and contact technical support if the issue arose again.